Event description:
I got lasik and am now experiencing the side effects everyone usually has: blurry vision, halos, double vision, terrible night vision. I knew about the risks. I did a lot of research and read that people with large pupils have a higher risk of complications. I always thought my pupils were larger than other people's and so I bought this up to the dr, but he replied, "I don't think you have big pupils." And so that ultimately made me feel comfortable going through the surgery; 6 months after surgery I was still having the side effects and asked him what to do. He said I have perfect vision. I told him I can't see sunsets clearly and asked if I could maybe get some glasses to help with night vision. He quickly scratched out a prescription for -.05 in each eye even though I know my left is worst than the right. After a few months I decided to get an examination by another dr, she gave me prescription for -.25 in the left eye as well as correction for astigmatism in both eyes. Also, unprovoked, she said my pupils are huge and I'm probably seeing scattered light through the lasik scar. Will see how new prescription works when the glasses come in. Unsurprisingly I've been really depressed about this, I think about it constantly. My eyes were bad before, but at least they were correctable, now I'm afraid that's not true. FDA safety report ID# (B)(4).